Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported clip open during efaa and clip open while locked were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Additionally, this event and the imaging provided by the account were further reviewed by the clinical r&d (research and development) staff engineer, and the reviewer stated that ¿one (1) fluoroscopic still image of the reported device was provided. The image was taken post deployment with only the implanted clip in view. The post deployment clip arm angle appears to be ~25° - 30° which is near the high end of the typical range of clips implanted per the instructions for use (10° - 30°). This is an estimation based on visual assessment with the unaided eye and is not confirmed. However, the post deployment state of the clip observed in the image does not present with a significantly large arm angle associated with a cowl event. Furthermore, no pre-deployment cine of the reported clip was provided; as such, no assessment or comment can be made regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment). With no pre-deployment cine for comparison, a potential clip arm angle change during / post deployment cannot be adequately assessed to confirm if a post deployment cowl occurred. There are no other observations based on the fluoro image provided.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was inserted and advanced to the mitral valve. However, during the second establishing final arm angle (efaa) test, the clip continuously opened from 20-25 degrees to roughly 45 degrees. Troubleshooting was performed and the clip was reclosed. The clip was deployed on the mitral valve. However, post deployment, the clip opened from roughly 20-25 degrees to 45 degrees. It was noted that the clip remained stable on the leaflets. The procedure was completed with one clip implanted, reducing the mr to trace. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.